Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the seal, bearing, motor, and coupling of the small battery drive device were worn. It was further determined that the trigger was sticky, and the device had contact and cosmetic damage. It was observed that the device would not oscillate and had insufficient/low power. It was further determined that the device failed pretest for check the oscillation angle, check the forward/oscillation/reverse switch mode function, check triggers and check the attachment coupling. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device was not working. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.